Event description:
It was reported that this right ventricular (rv) lead exhibited high but still within range impedance measurements. No adverse patient effects were reported. At this time, this device system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).